Manufacturer narrative:
The insulin pump was received with blank display due to faulty lcd driver board; unable to perform the displacement test or verify a13 or e13 error alarm due to blank display. No unexpected audio or beep alert tones noted during our testing. The insulin pump had partially broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have received watchdog time out alarm and a blank display. The customer states they tried to change the battery, but the screen remained blank, and the device started beeping. The customer's blood glucose level at the time of incident was 220mg/dl. The customer states there are cracks on the reservoir entry and battery entry. The customer states their dog started to chew on the device. The customer was advised the pump would have to be replaced and returned for analysis.